Event description:
It was reported that syringe 3ml ll w/ndl 21x1 rb was missing scale markings. The following information was provided by the initial reporter: it was reported that 3ml syringe is unmarked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-04. Investigation summary: three photos, a partially opened blisterpak from batch #1127025, and a loose 3ml syringe with needle (p/n 309575) were received. The samples were visually evaluated. The syringe was observed to be missing nearly all its print, one small witness mark was present near the barrel flange. Damage was present just below the flange. The conditions observed were non-conforming per product specification. Potential root cause for the missing print defect is associated with the printing process. It is likely a clogged ink manifold contributed to the condition observed. Potential root cause for the barrel damage defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1127025 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/ndl 21x1 rb was missing scale markings. The following information was provided by the initial reporter: it was reported that 3ml syringe is unmarked.